Manufacturer narrative:
Site declined to provide patient information. No patient files/scans/logs have been returned to manufacturer for evaluation.

Event description:
A medtronic representative reported that, mid-navigation in a tumor resection, a nurse selected the archive task to pull snapshots off the system. After starting to save the snapshots, the system became unresponsive. There was no confirmation the snapshots were saved and the nurse was unable to exit the archive task. A re-boot of the system returned it to normal function. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.